Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that, during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that, there was no pt involvement in the reported malfunction.